Event description:
Koru medical became aware of mw5097076 received through the FDA medwatch program stating "patient's mom states that when home health nurse gave patient infusion, the syringe flew out and would not stay secure. Home health nurse told mom that there is a piece missing on the pump. Not reported if they were able to finish the infusion or if an adverse event was experienced. Pump is being returned and new pump shipped out. No other information known or dates known." A good faith effort was sent to the initial reporter on (B)(6) 2020. A response was received stating the patient did not provide any pump serial number information however, upon further investigation there is a reasonable possibility the pump number in question is serial: (B)(4). This pump was shipped to the patient on (B)(6) 2020, the malfunction was reported on 22-sep-2020, and the pump was returned on (B)(6) 2020. The device involved in the event was not returned to koru for evaluation. Manufacturing review and assessment confirmed all devices manufactured for lot: s.80896 had no failures during performance testing. Serial: (B)(4) passed performance testing without requiring retesting or repairs prior to being release to inventory. The most likely root cause for this incident is end-user error, the end-user did not seat the disc luer securely into the freedom60 or the end user did not carefully inspect the driver to verify it was in good working condition and did not test the syringe locator per the instructions for use. If the syringe locator was missing, there would be nothing to compress against the syringe to hold it place allowing the syringe to remain secure in the driver. No further information has been received, therefore koru medical considers this medwatch closed. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
This MDR is being filed as part of remedial action performed per CAPA: (B)(4). CAPA: (B)(4) has been initiated to investigate syringe ejections.